Event description:
It has been reported to philips that the allura system would not boot up. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. This case was cancelled as another case was open for the same issue where fse resolved the issue by reloading the complete software, fse visit in this case has been cancelled. The codes were updated based on the investigation outcome.